Event description:
Abbott diabetes care received a medwatch user report in which a customer reported experiencing low readings while using the freestyle libre 2 sensor. The customer expressed that upon using four sensors, after 3-4 days " they start seriously underestimating my glucose level. For example the device will warn me that my glucose is 65 mg/dl but when test it with either an abbot neo strip in the same meter or a contour strip with it´s meter my glucose is > 160 mg/dl." There was no report of any adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer reported issues with four sensors (serial numbers unknown) and all have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.